Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an aortic valve replacement surgery on an unknown date and suture was used. During the procedure, when taking out the needle-suture from the package, the nurse noticed that the needle had been protruded from the package. The nurse was not pricked skin since the nurse wore double gloves. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: 1) there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture,an unopened sample of product with the tip of the needle out of the sterile package could be observed. However, no conclusion could be reach how this happen as the sample was not returned for analysis. 2) an opened overwrap with an unopened folder and three unopened samples of product were returned for analysis. During the visual inspection of the opened sample, the tip of the needle outside of the package could be observed. The needle trespasses the folder and overwrap compromising the sterile barrier. Three unopened samples were inspected, and no defects were observed on the packages. The samples were opened and the four needles were correctly placed in the foam park. In addition, no attachment issues, damage or defect were found.  The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the sample, the assignable cause of packaging ¿ integrity is pin hole in package observed. 3) per the condition of the unopened representative samples, no packaging integrity issue was observed.